Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ pmcf-precisionglide/microlance-needle had body fluid/blood exposure on 10 occasions, needlestick injury after use on 30 occasions, connectivity issues on 40 occasions, clogged needle on 50 occasions, open package on 24 occasions, dull needle on 10 occasions, and bent needle on 24 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinicians experienced exposure to body fluid or blood (10), needlestick injury before use on patient (21), needlestick injury after use on patient (30), syringe needle connectivity issue (40), needle clogged (50), package open before use (24), needle dull (10) and needle bent (24). Further information related to clinician exposed to blood or bodily fluid: "for ongoing resuscitation and the associated fast and hectic processes." Further information related to reported leakage: what leaked? Nacl. Where did the leakage come from? Not attached properly. Leakage will not be captured due to notation that the leakage was cause by the needle not being attached properly.